Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The patient's pocket site was also revised during the procedure. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at their ipg site due to location. As a result, the patient plans to undergo surgical intervention.